Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back under the lifevest. The patient was given a lotion from a registered nurse for the rash. The patient's rash improved with the use of the lotion.